Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and allergy to chemicals ("allergy to some glues"). The patient was treated with surgery (I was out almost 4 weeks/I had my hysterectomy). Essure was removed. At the time of the report, the pelvic pain and allergy to chemicals outcome was unknown. The reporter considered allergy to chemicals and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: normal. Concerning all the injuries reported in this case, the following ones were reported via social media: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Previously reported event of medical device removal replaced with pelvic pain. Laboratory data was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("I was out almost 4 weeks") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning all the injuries reported in this case, the following ones were reported via social media: medical device removal . Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("I was out almost 4 weeks") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning all the injuries reported in this case, the following ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.